Manufacturer narrative:
The 510 (k) # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that their one touch ultra meter does not power on. A medical surveillance specialist (mss) sent was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call. The patient mentioned that the alleged issue with the meter began on (B)(6) 2011. Due to the alleged issue, the patient was unable to test their blood glucose and ate more food/drink. The patient ended up developing low blood glucose levels and became disoriented after the alleged issue began. On (B)(6) 2011 the patient tested on another device and obtained a 90 mg/dl, 110 mg/dl and 70 mg/dl. The patient self-treated herself with glucose tablets/ glucose gel. This is not the first time the product is being used. The patient denied any misuse of the product. The meter does not power on by pressing the power button. The batteries did not need to be replaced and the alleged issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, she developed symptoms of "low blood sugar levels" and had to self-treat with glucose tablets/glucose gel.